Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. After a guidewire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.